Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 550 mg/dl. Reportedly, customer was using apidra for insulin therapy. Bg was treated with an unspecified intravenous treatment. Reportedly, customer left the ER 5-6 hours later with customer in stable condition (bg 294 mg/dl.). System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, the customer reverted to an alternate form of insulin therapy.